Event description:
Customer reported that the insulin pump alarmed no delivery. During troubleshoot; customer stated that insulin did not exit the tubing with the 5 unit fixed prime. Customer instructed to remove the reservoir from the insulin pump, disconnect and reconnect with infusion set and push insulin lowly through the tubing; customer stated the insulin did exit. Customer then was instructed to rewind the device, reinsert the reservoir and run manual prime; customer reported that the insulin pump alarmed no delivery at manual prime. Blood glucose 210 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. (B)(4)

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.